Event description:
It was reported an issue with optilene suture. The client reported that this is the third time suture broke from the same batch whereby suture separate from the needle without any trauma or tension.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch one regarding the same issue and other regarding another issue (thread breakage), both closed as not confirmed after analysis. We manufactured and distributed in the market 756 units of this code-batch. There are no units in our stock. We have received 2 closed samples. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 0.99 kgf in average and 0.91 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia: 1.29 kgf in average and 1.27 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). However, although the results fulfil the requirements of the ep regarding needle attachment and knot pull tensile strength, in one of the units tested, splitting has appeared in the attachment area after the test. Therefore, we consider the complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was done too hard as one of the closed samples received showed splitting in the attachment area. Final conclusion: taking into account that one of the closed samples received does not fulfil the requirements regarding thread splitting, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.